Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with an unknown mentor saline prostheses described her breasts drooping, hanging lower, and dimpling. The patient stated that she suspects the cause of these changes in the appearance of her breasts was bilateral deflation. As a result, and explant is planned for (B)(6) 2019. See 1645337-2019-14274 for contralateral prosthesis report.